Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Concomitant products: guide wire: asahi root; stent: xience xpedition. Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure for treatment of a 100% de novo stenosis in the mildly tortuous, concentric right coronary artery, a xience xpedition stent was deployed. During post dilatation using a 4.0x12 nc tenku rx catheter, the balloon was inflated for 5 seconds to 10 atmospheres and the balloon ruptured. The catheter was withdrawn from the anatomy and dilatation was completed using another 4.0x12 nc tenku balloon. There was no adverse patient effect reported and no clinically significant delay in the procedure. No additional information was provided.